Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was performing the retraction of the organ when he noticed the instrument couldn¿t articulate the wrist, he reported the instrument with the nurse and then she asked for another prograsp to continue with the surgery. The procedure was completed with no reported injury.